Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital. A transesophageal echocardiogram was performed which noted vegetation on all the patient's leads. An infection was also noted. On (B)(6)2018, the patient's system was explanted. The patient was stable.